Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. (B)(6). PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."

Event description:
Information was received based on the review of journal article, "clinical outcomes and risks of single-stage bilateral unicompartmental knee arthroplasty via oxford phase iii". The aim of this article was to evaluate the clinical effectiveness, complications, and functional recovery of ss and two-stage (ts) uka. From january 2008 to december 2013, 81 patients, 33 male, and 48 female patients (162 knees), received medial ukas. Subsidence, dislocation, loosening, and osteonecrosis changes in the lateral compartment were observed. The article reported 2 cases of bearing dislocations, 1 case of lateral compartment osteoarthritis, two cases of superficial infection and three cases of distal vein thrombosis. In conclusion, single-staged uka offers the benefits of a single anesthesia, reduced total anesthetic time, and decreased overall rehabilitation time compared with ts bilateral uka.

Manufacturer narrative:
(B)(4) this report is being submitted late as it has been identified in remediation. This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. The following section was corrected: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This report addresses a loosening noted on x-ray of patients who underwent a single-stage or two-stage medial uka with oxford product. The number of patients with observed loosening of the implant post-op is unknown and it is unknown if any treatment was required. There has been no further information provided and the patient outcome is unknown.